Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: dr. Thought it was out of place'), abdominal pain upper ('stomach problems-stomach pain') and genital haemorrhage ('claimed bleeding: gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain upper (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("claimed pain: chronic, pelvic/abdominal"), abdominal pain ("claimed pain: chronic, pelvic/abdominal"), bladder disorder ("claimed bladder/urinary problems: bladder probs"), urinary tract disorder ("urinary problem"), cystitis ("infection bladder"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and abdominal pain lower ("lower abdominal pain/ cramping") and was found to have uterine leiomyoma ("fibroids"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain upper, genital haemorrhage, pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, uterine leiomyoma, cystitis, vaginal infection, urinary tract infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received. Reporters information updated. Event: infection bladder, vaginal infection , urinary tract infection ,malposition of essure device location of device: dr. Thought it was out of place , lower abdominal pain/ cramping , fibroid, stomach problems-stomach pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.